Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up report will be submitted.

Event description:
Received information regarding multiple cartridge alarms during the load process. No reported impact of customer's blood glucose level.